Event description:
During the evaluation of a returned colleague infusion pump (software version 6.13.90 / colleague 2006), the stop key on the pump head module keypad was discovered to be inoperative. No pt injury or medical intervention was associated with this event. No additional info was available.

Manufacturer narrative:
Evaluation summary: during the evaluation of a returned colleague pump, an inoperative stop key was discovered on the pump head module (phm) keypad. Although the root cause was not identified, the phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated.